Event description:
It was reported that the patient experienced high blood glucose (386 mg/dL) on (b)(6) 2026 due to patient had scar tissue on abdomen where infusion set was inserted. The event was treated with a correction injection.

Manufacturer narrative:
MDR 3003442380-2026-60549 / Initial 1 of 8:Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.